Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer notified olympus that an e333 touch panel error code message was displayed while preparing to use the visera elite ii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The service manual confirmed: " e333 indicated a touch panel failure and was a message that occurred when a touch panel sensor failure or a communication disconnection occurred between cp board and the touch panel." Olympus will continue to monitor field performance for this device.